Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported. The patient reported that the circumstances that led to the inability to find the implant and no device found screen was that he slipped on a wet floor and landed flat on his back. The patient reported that he tried many times. The patient reported that he finally tried charging the implant and after a couple of times the system began working and there was no problem since. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he took a fall yesterday and landed on his butt, back, shoulders and head, etc. And now his implant didn¿t work. The patient reported that the charger acted find, but it couldn¿t find the implant. The patient reported that he would get no device found since yesterday afternoon after the fall. The patient reported that they tried several times but would always get no device found. No further complications were reported.